Event description:
It was reported that during an laparoscopic procedure, the device was not activated properly at its setting. The device became to be activated after suctioning was performed several times. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose and hypertension. The customer stated that the insulin pump was not bolusing properly because the meter was not linking to the device. Troubleshooting was performed, and the programming appeared to be correct. However, the daily totals for one day showed zero units. It was mentioned that the customer had problems changing the infusion set in the insulin pump, and she was disconnected approx three weeks prior to her admission. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested for continuity and was found to be conforming. It could not be determined why the device reportedly malfunctioned.